Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au5800 clinical chemistry analyzer. The fse cleared the drain, and replaced the ise (ion selective electrode) data controller board of flowcell #1 to resolve the issue. (B)(6).

Event description:
The customer reported getting ise (ion selective electrolyte) data controller error and generating patient results with negative anion gap on their au5800-20, chemistry analyzer. The erroneous patient results were not reported out of the laboratory; thus, there was no change to patient treatment in association with this event. The customer was unwilling to provide data. Quality control (qc) results before and after the event were within the laboratory's established ranges.